Event description:
The product was delivered for a surgery on 4/2005. It was reported that the internal screwdriver was delivered broken. However the surgeon did not realize it until after trying to set up two implants without success. Another screwdriver was delivered in urgency and the surgeon used it to complete the surgery. The surgery was delayed about two hours.